Manufacturer narrative:
A partial lead was returned in five pieces for analysis. External insulation abrasion was noted on the partial piece measuring 12.0cm from 2.2cm to 2.8cm from the reference end consistent with lead friction to the can. Internal insulation abrasion was noted on the partial piece measuring 47.2cm from 6.6 cm to 6.8cm from the distal tip breaching rv cables lumen. The etfe coating was intact at this location. Internal insulation abrasion was noted on the partial piece measuring 47.2cm from 6.5cm to 6.8cm breaching re cables lumen. The etfe coating was intact at this location. Internal insulation abrasion was noted on the partial piece measuring 47.2cm from 8.8cm to 9.7cm and 11.0cm to 12.2cm from the distal tip breaching rv cables lumen. The etfe coating was intact at this location. Internal insulation abrasion was noted on the partial piece measuring 47.2cm from 9.5cm to 11.4cm and 12.5cm to 14.3cm from the distal tip breaching re cables lumen. The etfe coating was intact at this location. External insulation abrasion was noted on the partial piece measuring 47.2cm from 30.0cm to 30.5cm from the distal tip consistent with lead friction to the can. The etfe coating was intact at this location. External insulation abrasion was noted on the partial piece measuring 47.2cm from 32.2cm to 30.5cm from the distal tip consistent with lead friction to the can. The etfe coating was abraded at this location.

Event description:
It was reported that in (B)(6) 2018, the implantable cardioverter defibrillator and right ventricular lead exhibited noise. It was noted that the patient wore a defibrillator since june as well. A cardiac catheterization procedure revealed that the right ventricular lead also exhibited externalized conductors. The patient presented for procedure on (B)(6) 2018. During the procedure, the insulation of the right atrial lead was noted to have eroded. The leads were explanted and replaced successfully. The device was also explanted and replaced, following the advisory for premature battery depletion, although there was no elective replacement indicator or allegation of premature battery depletion. The patient tolerated the procedure well.